Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during proximal pancreaticoduodenectomy, before the first firing, rotation turned at the time of setting. The rotation button and the opening and closing of the jaws did not work after turning about half rotation. The new power shell of the sales rep¿s demonstration device was used to check it. Only one rotation button (upper left) did not respond. The opening and closing of the jaws were also found impossible. When the devices was reconnected and approached repeatedly, the opening and closing operations became able to be performed, but one rotation button (upper left) did not work. The reported device was not used on the patient. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis noted: the unload switch was at the home position and there was no damage to the adapter. Pmv performed a functional evaluation. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive and there were no errors in the logs. The adapter was connected to a representative handle and the device calibrated correctly. The device rotated in all directions without difficulty. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The clamp test was performed on the first try without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.